Manufacturer narrative:
Panah, p.y., candan, f.u., warren, a.e. Et al. Comparative efficacy and safety of mid-neck vs. Supraclavicular vagus nerve stimulation in pediatric drug-resistant epilepsy. Childs nerv syst 41, 21 (2025). Https://doi.org/10.1007/s00381-024-06656-6. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code: e1007, health effect - clinical code: e231201, health effect - clinical code: e0717, health effect - clinical code: e010901, health effect - clinical code: e2402, health effect - clinical code: e2401.

Event description:
During a review of scientific articles regarding vns therapy, a science article titled: comparative efficacy and safety of mid-neck vs. Supraclavicular vagus nerve stimulation in pediatric drug-resistant epilepsy. The article was found researching the insertion approach for vns surgery and listed commons side effects seen with vns. The article listed the events of apnea, infection, urinary retention, fatigue, increased seizures requiring intervention (prolonged hospitalization), dyspnea, increased seizures, migration, and unspecified adverse events which required revisions. MFR. Report#: 1644487-2025-00142 will capture the general report of an increase in seizures. MFR. Report: will capture the other listed adverse events and report of increase in seizures requiring intervention.